Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus, the hf unit "esg-400" reported error message e460. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the device displayed error message e433 due to a defective generator board. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found the device displayed error message e433. Furthermore, the following additional issue was identified during inspection: a defective bipolar socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: a faulty generator board. Olympus will continue to monitor the field performance of this device.